Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the metal tip of the fiber fell off and was retrieved from the patient. The procedure was completed utilizing a second fiber. "No adverse event arose" was reported.